Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, the cause of the reported issue was due to the control cable being overtightened. This resulted in the color bar being displayed because the scope could not be detected due to the overtightening. The device's instructions for use describes the following cautions: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." "Connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed."

Manufacturer narrative:
The device was not returned, but a field service engineer was sent to the facility to evaluate the unit. During the evaluation, it was noted that the control cable connection for the device was overtightened. That cable was removed, and the system tested correctly.

Event description:
As reported, the evis exera iii video system center only displays color bars on the physicians viewing monitors when any scope is attached. There was no patient harm or consequence reported as a result of this event.